Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, it was reported via sprinklr social media that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. The patient was getting a cgm reading of 83 mg/dl. No bg was mentioned at that time. The coworker noticed the patient was out of sorts and called an ambulance. The bg by emergency medical service was 37 mg/dl. No mention of cgm reading at that time. No documentation of medical intervention for hypoglycemia. There was no documentation of further medical evaluation or intervention. No patient contact information was included, so the patient could not be reached to clarify the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.